Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Photos were submitted in support of the complaint. Visual inspection of the photos confirmed a crack in the tube. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4335855.

Event description:
It was reported that the 13 x 100 mm 6.0 ml bd vacutainer® plus plastic serum tube. Red bd hemogard¿ had visible cracks. No mucous membrane exposure.